Manufacturer narrative:
A ge service rep performed an on site investigation. The power transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not take fluoro images. No pt injury was reported.